Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain.

Event description:
Patient reported a right-side "heavy", "feeling painful, "burning", and rupture. The device remains implanted.